Event description:
It was initially reported to boston scientific corporation on october 12, 2009 that a c.r.e. Esophageal/pyloric/colonic wireguided balloon dilatation catheter device was used during an esophagogastroduodenoscopy procedure performed on (B)(6), 2009. According to the complainant, during the procedure, the balloon was inflated in the patient's esophagus using an alliance inflation device and ruptured at 3atms. No fragments detached inside the pt and the physician completed the procedure with another c.r.e. Esophageal/pyloric/colonic wireguided balloon dilatation catheter device. Follow up information indicates that staples and an anastomotic stricture were present in the area dilated. There were no pt complications reported as a result of this event. The pt's conditions at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed. Based upon the information available, the most probable root cause of the balloon burst/rupture is operational context. This failure occurs when anatomical/procedural factors encountered during the procedure, such as tortuous anatomy and sharp exterior sources, limit the performance of the balloon. (B)(4).